Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down, and rebooted. The device was in clinical use when the issue occurred. No patient or user harm reported. A follow up was performed with the customer, and it was reported that device displayed error codes 1101 and 3007. As per the service manual, if the device displays error code 1101 in conjunction with error code 3007, then no action is required. As it was confirmed that both error codes were observed, the customer did not replace any parts. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.